Event description:
It was reported to philips healthcare that the during shift check the heartstart xl failed defib test with a cycle power - error 20 message displayed on screen. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.